Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient's two infusion sets tubing got detached form the connector on (B)(6)2024 and (B)(6)2024. The infusion set was in use for 6 hours. Blood glucose levels reported during the event was 170 mg/dl. The patient successfully plugged the tubing into the infusion set and resumed insulin delivery. No further information was available.

Manufacturer narrative:
Initial and final MDR 1931399 - MDR 8021545-2024-02956 - device 1 of 2